Event description:
The healthcare professional (hcp) reported that the ins was replaced. There was premature battery depletion. Impedances were measured and some were high. According to the hcp there was no change in therapy settings. It was noted that the ins would be replaced but it was not scheduled yet. The event had not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019. Product type lead, product ID: 74001, lot#: 0215774197, implanted: (B)(6) 2019. Product type: adapter. If information is provided in the future, a supplemental report will be issued.